Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level (720 mmol/l). The customer declined to provide further information regarding the event.